Event description:
It was reported that the pt had an adverse reaction to metal so the surgeon revised to ceramic devices.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.